Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and high out of range shock impedance measurements greater than 200 ohms, four days post device implant. The physician manipulated the patient's pocket and distal coil under insertion was confirmed via x-ray. Patient scheduled for device revision procedure. No adverse patient effects were reported. At this time, the device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and high out of range shock impedance measurements greater than 200 ohms, four days post device implant. The physician manipulated the patient's pocket and distal coil under insertion was confirmed via x-ray. Patient scheduled for device revision procedure. No adverse patient effects were reported. At this time, the device remains in service. It was additionally reported that the scheduled device revision procedure was completed. The distal coil was successfully reinserted into the header, and all measurements were within range. No other intervention required. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service and was unavailable for product analysis. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the noise and out-of-range impedance values observed during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.